Event description:
While attempting to place a lumax 540 vr-t, shock impedance measurements of greater than 150 ohms were noticed. This lead was capped and the associated ICD was not implanted. No additional information is available at this time. Should additional information become available, this event will be updated.